Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange nail was attributed to additional trauma. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities. The im nail was replaced with a 10mm x 300mm standard nail per the sign technique manual.

Event description:
We became aware on 7/07/2016, that a sign im nail implanted to repair a fracture was replaced due to additional trauma. The im nail was replaced with a 10mm x 300mm standard nail per the sign technique manual. Previous caseid# (B)(4).

Event description:
It was reported on (B)(6) 2015, that a sign fin nail implanted in the patients left femur was broken and replaced with a standard im nail. This surgery was required due to the pt falling off a horse and re-injuring the fracture site.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the broken fin nail was believed to be due to the pt falling off of his horse. The sign fin nail was replaced with an 11mm x 380mm, standard nail using one proximal screw and 2 distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international will continue to monitor these events as part of our post market activities.